Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m90l3z. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested: what error message was received? Did the tissue pad fall into the patient? If yes, was it retrieved? Is the tissue pad being returned with the device or was it disposed of?

Event description:
It was reported that during a laparoscopic fundoplication procedure, in the beginning of the operation with the device, the instrument worked normally. At some point, there occurred and error message, blade off twice. After, the instrument worked normally for a short period of time, and then the surgeon realized that the tissue pad had come off the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information the device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test hand piece and gen11 and it did activate during functional testing. There were no alert screens displayed at any time during testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.